Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the four infusion set was fell off during use. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4. E1: patient city: (B)(6). Patient country: united states.